Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting noise. Interrogation of the pocket revealed a fracture about 3cm from the device. The patient's entire system was explanted and successfully replaced with guidant products.